Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9991978. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added surgical history. (B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic "abdominal wall" hernia repair on (B)(6) 2014 whereby a "dualmesh (15 x 19 cm)" was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: extensive/dense adhesions, mesh folded, hernia recurrence, severe and chronic abdominal pain. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2013: (B)(6) surgical associat [cut off due to sticker placement]. (B)(6), md. Office notes. Presented with symptomatic cholelithiasis. Had previous nissan fundoplication laparoscopically, done probably 15 years ago. At this time she continues to be tender. History of anemia, depression, gastroesophageal reflux disease, hypercholesterolemia, hypertension, ulcer disease. Current some day smoker; 0.25 packs per day, started smoking in 1976 at age 32. Surgical history laparoscopic inguinal hernia repair, ovary removal, tubal ligation. Review of system: excessive gas, hemorrhoids, indigestion, nausea and vomiting. Weight. 172 lb, bmi 29.52. Exam: abdomen reveals tenderness in the right upper quadrant. Impression/plan: acute and chronic cholecystitis. Undergo laparoscopic cholecystectomy, possible open. ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: symptomatic cholelithiasis. Postoperative diagnosis: symptomatic cholelithiasis. Operative procedure: laparoscopic cholecystectomy. ¿ (B)(6) 2013: (B)(6) [cut off due to sticker placement]. (B)(6), md. Office notes. Presenting for a post-operative visit. Now she has developed probably a grapefruit size abdominal wall hernia to the left of the umbilicus. Weight 171 lb, bmi. 29.35. Exam: abdomen reveals in the upright position an incisional hernia. In the supine position this is reducible. Impression/plan: left upper quadrant incisional hernia. Will undergo repair with mesh. ¿ (B)(6) 2013: (B)(6) radiology. (B)(6), md. Radiology- cr chest. Indication: hernia repair. Impression: no pneumonia or congestive heart failure. ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia in the subumbilical area. Postoperative diagnosis: incisional hernia in the subumbilical area. Procedure performed: exploration of abdomen with lysis of adhesions of the omentum away from the anterior abdominal wall, and replacement of bowel back in the abdomen. Anesthesia: general endotracheal. Estimated blood loss: none. Description of procedure: ¿the patient is a 68-year-old female who has had a previous nissen fundoplication laparoscopically, as well as a laparoscopic cholecystectomy. She has developed a large subumbilical hernia. The patient was taken to the operating room and general endotracheal anesthesia was administered without complications. The abdomen was prepped and draped in a routine fashion. The old subumbilical transverse smile-type incision was taken down through the skin and subcutaneous tissue and immediately came in to approximately a 4 x 4 cm defect. The omentum was densely adherent to the subfascial area as well as the edges, which was taken down. Portions of this were removed and them small intestine that was protruding through the area was placed back in its anatomical position. A subumbilical mesh was placed in the area, and this was sutured in place with interrupted 0 mersilene. The soft tissue was closed with 2-0 chromic and the skin with a 3-0 monocryl. Marcaine 0.5% with epinephrine was instilled for postoperative analgesia. The patient tolerated the procedure well with no operative complications.¿ ¿ (B)(6) 2013: (B)(6) hospital. Implant record. Mesh ventralex st lg. ¿ (B)(6) 2013: (B)(6) hospital. (B)(6). Radiology- CT chest angiography. Indication: hypoxia postop; rule out pulmonary embolism. Impression: no definitive evidence of pulmonary emboli. There is bibasilar atelectasis right greater and left and a tiny effusion. There is a moderate-sized hiatal hernia. ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. Discharge summary. Admitted: (B)(6) 2013. Final diagnosis: midline abdominal wall hernia. History: a 68-year-old female had previous laparoscopic cholecystectomy and previous abdominal surgery and developed a hernia in the midline above the umbilicus. The patient was taken to the operating room and had this repaired. Postoperatively, she did well with no postoperative complications. She was subsequently discharged to home to be followed in the office with no blood loss, no complications and no infection. Relevant medical information: ¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Discharge summary. Admitted (B)(6) 2014. Discharged (B)(6) 20/14. Final diagnosis: incarcerated midline abdominal hernia with multiple small bowel adhesions from ligament of treitz to the ileocecal valve. History: after the fourth postoperative day, she was slowly begun on a liquid diet and advanced to a full-liquid diet, and then a regular diet, and discharged on the 6th postoperative day to be followed in the office in 4 days for staple removal. She was given prescriptions for lortab. She had no complication. ¿ (B)(6) 2018: (B)(6) medical center: (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Indication: recurrent hernia, status post 2 repairs with mesh. Findings: kidneys: there is concern for a 19 mm solid mass in the left kidney. Bilateral renal cysts are noted, the largest of which measures 3.0 cm in the right kidney. There is a 6 mm nonobstructing right renal stone. Stomach: there is a moderate hiatal hernia. There is evidence of ventral hernia repair. No recurrent hernia is identified. Impression: concern for a 19 mm solid mass left kidney. Further evaluation with wither dedicated renal CT recommended versus MRI. Ventral hernia repair without recurrent hernia. Status post cholecystectomy and appendectomy. Bilateral lower lobe atelectasis. Bilateral renal cyst. Nonobstructing right renal stone. No acute intra-abdominal abnormality. ¿ (B)(6) 2018: (B)(6) orthopaedic institute. (B)(6), np; (B)(6), md. History and physical. Presents with history of having difficulty with her bladder mesh. She underwent CT scan and it was discovered she had a mass on her left kidney. Pain about a 3/10 on left side. Patient was evaluated in the surgeon¿s office and it was determined that he most appropriate plan of care is to proceed with surgical intervention. History of barrett esophagus, chronic obstructive pulmonary disease, irritable bowel syndrome/ constant diarrhea right now. Surgical history of nissen fundoplication 1998, colonoscopy (B)(6) 2016, appendectomy 1962, cholecystectomy 2013, endoscopy, open ventral hernia repair with mesh (B)(6) 2013, (B)(6) 2014. Medications include aspirin 81 mg. Current every day smoker, 0.25 packs a day for 41 years. Weight 135 lb 8 oz, bmi 24.78. Exam: abdomen soft, non-tender. Bowel sounds normal. No distention. Impression: left kidney mass. Plan: schedule for left partial nephrectomy. Relevant medical information: ¿ (B)(6) 2018: (B)(6) urology. (B)(6), md. Discharge summary. Admission date: (B)(6) 2018. Primary encounter diagnosis was hernia of abdominal wall. Diagnosis of renal mass, left and intra-abdominal adhesions were also pertinent to this visit. Discharge to home or self care. Hospital course: uncomplicated. Follow up in one week. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
B7: added medical history. Conclusion code remains unchanged. H10/11: added medical record information: additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: exploratory laparotomy with lysis of multiple small bowel adhesions from the ligament of treitz down to the ileocecal valve. The valve was never entered, followed by repair of the hernia with dual mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04, 9991978, 15cm x 19cm x 1mm]. Implant date: (B)(6) 2014 (hospitalization (B)(6) 2014); (B)(6) 2014, (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent midline abdominal hernia about the size of a volleyball; postoperative diagnosis: recurrent midline abdominal hernia about the size of a volleyball, with multiple small bowel adhesions; anesthesia: general; estimated blood loss: minimal; antibiotics: ancef. Complications: none. Findings: hernia; procedure: 'the patient was placed in the dorsal supine position and general anesthesia was administered without complication. The abdomen was prepped and draped in routine fashion. A transverse incision right at the umbilical area was taken down through the skin and subcutaneous tissue. We entered the peritoneal sac, and there were multiple adhesions densely adherent to the peritoneal sac. Which took a considerable period of time to take the adhesions down, from the ligament of treitz down to the ileocecal valve. Once the fascia was freed up, the dualmesh was placed subfascially, and sutured with interrupted o mersilenes. We then closed the fascia anterior to this with a #2 prolene. The soft tissues were closed with 2-0 chromic to eliminate the dead space, and the skin with a skin stapler, after we resected a significant amount of redundant skin. The area was also injected with 0.5% marcaine with epinephrine for postoperative analgesia. The patient tolerated the procedure well with no complications, and minimal blood loss". (B)(6) 2014, (B)(6). Implant record: ¿mesh hern dl ovl 1mmx15x19cm, dualmesh plus biomtrl - log460436¿. Dualmesh plus biomaterial, model/cat no: 1dlmcp04, lot number#: 9991978. Oval 1mmx15x19cm. Manufacturer: w.l. Gore and associates. Implanted. Number used: 1. Area: abdomen. Revision preoperative complaints: (B)(6) 2018, (B)(6) md. Indications: ¿the patient is a 74-year-old lady with the above diagnosis. She wished her tumor treated by partial nephrectomy. She presents for the above. She has an abdominal hernia, which was not repaired as well¿. Revision procedure: da vinci assisted left partial nephrectomy. Abdominal ventral hernia repair. Extensive lysis of adhesions performed by dr. (B)(6), md. Left cyst unroofing and biopsy. Revision date: (B)(6) 2018, (hospitalization (B)(6) 2018). (B)(6) 2018, (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: left renal mass, abdominal wall hernia. Postoperative diagnosis: left renal mass, abdominal wall hernia, with extensive abdominal adhesions, small bowel. Anesthesia: general. Estimated blood loss: 100. Implants: none. Complications: none. Specimens removed: left cyst and left renal mass. Left cyst wall. Procedure: ¿after consent was obtained, the patient was taken to the operating room. After adequate anesthesia was obtained, she was positioned in lateral decubitus. Left side upper head, neck, axilla, arms and legs were all padded appropriately, secured with a beanbag and seat belts and then prepped and draped. Incision was then made at her previous hernia site near the midline around the umbilicus. Soft tissue was dissected with bovie. I identified the hernia sac, opened it sharply by elevating it with de ba keys and using scissors. There was no significant bowel in the hernia sac. However, on palpation, I could feel that there was a lot of bowel stuck to the mesh. I attempted dissection of that, I was unable make process through this small incision. I could see abdominal wall. I was able to place a port first in the left upper quadrant and then in the left lower quadrant. I then placed a port somewhat laterally in the mid portion of the abdomen. We were able to visualize the extensive adhesions. Due to their extensiveness and positioning, I had to place a 5 mm port way laterally. And use that as a camera port and then standing on the patient's left side, we were able to look back. I began to take down some of the adhesions. However, they were extensive. Dr. (B)(6) was available and came in. He took over the case at this point. He did extensive lysis of adhesions as dictated under a separate cover. I assisted with that. Once all the adhesions were down, we shifted back on to the right side of the abdomen. We placed an additional port site. There were 4 robotic ports. We had placed an autosuture balloon port at the hernia site. We then brought the robot in and docked it. The colon was then taken down along the line of told. There were copious amount of splenic attachments that were taken down sharply as well. There was a small tear in the splenic capsule. No injury to the underlying splenic tissue. I took down all of the left upper quadrant attachments all the way to what I felt was the splenic hilum. I then took down the colon all the way down the pelvic attachments, slipped things medially. Her kidney was quite mobile and flopped medially. I brought in the fourth arm of the robot and was able to grasp some of the perirenal fat and elevate the lower pole of the kidney. I then dissected along the lower pole of the kidney identify the ureter. I cleared all the lower pole attachments, and also the attachments between the ureter and the renal vein. I then dissected the renal artery and vein circumferentially. There were several branches of the artery. I dissected back medially to the takeoff of the renal artery from the aorta. I was able to dissect that circumferentially with aid in vascular control. The cyst could see easily laterally. Medially on the kidney was the mass. I was able to dissect the upper pole free and circumferentially dissect the mass. We then used the ultrasound to mark the boundaries of the mass. And I scored the renal capsule over that. The fourth arm was used to hold the kidney up. The patient was given 12.5 grams of mannitol. A bulldog clamp was placed on the artery. I then sharply dissected the tumor away. There was some significant vascularity feeding the tumor. Once the tumor was out, it was placed in the left upper quadrant. I then used a v-loc suture, closed the deep aspect of the incision. Once the v-loc suture was in, it was exited on the lateral aspect and then through the capsule and then secured with a weck clip. No significant bleeding noted, at this point in time. I then closed the renorrhaphy using interrupted o vicryl suture secured with weck clips. This completely closed down the renorrhaphy. It did not appear that I got in the collecting system. The clamp was removed. No significant bleeding was noted. All needles were removed, the bulldog clamp was removed. We watched under low pressure. No significant bleeding was noted. I then turned attention to the cyst, that was unroofed sharply, all the contents sucked out. The cyst roof was then cut free sharply with electrocautery and the scissors. That was sent as a separate specimen. The base of the cyst was then fulgurated with the argon beam coagulator erbe device. We erbe-ed the tear in the splenic capsule. Abdomen was inspected. No injury to any bowel or other structures. The robot was then undocked. I elected not to place a drain as there was no entry into the collecting system. The port sites were then checked. No bleeding was seen. I then closed the original hernia site using interrupted #1 pds sutures. No significant defect was noted. Skin closed with sub q monocryl. And dermabond. Overall, the patient tolerated the procedure well. Was awakened from anesthesia and taken to recovery room in stable condition. Lap counts, instrument counts correct at the end of the case¿. (B)(6) 2018, (B)(6), md. Operative report. Preoperative and postoperative diagnoses: left renal mass. Extensive intra-abdominal adhesions. Anesthesia: general. Estimated blood loss: 25 ml. Specimens: none. Indications: ¿mrs. (B)(6) is a 74-year-old white female who is known to me after being evaluated for a recurrent incisional hernia. She was referred to urology because of a left renal mass and is presently under anesthesia with a robotic-assisted laparoscopic left nephrectomy. After initial trocar placement by dr. (B)(6), intraoperative consult was placed because of extensive intra-abdominal adhesions preventing his ability to proceed with the scheduled procedure¿. Procedure: ¿the patient was already under general anesthesia on the right lateral decubitus position with the trocar placement per dr. (B)(6). I was present during his initial attempt to lyse the adhesions; however, they were too dense. At this time, I scrubbed in. An extensive lysis of adhesions was performed using cold scissors and blunt dissection. This lysis of adhesions took at least (B)(6) minutes in total and was most extensive in the region of the patient's mesh. Which had folded over and was most likely the cause of her recurrent hernia. Once the lysis of adhesions was complete, no enterotomies or serosal tears were noted. My portion of the procedure was completed. The remainder of the planned procedure is to be dictated by dr. (B)(6)¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.